Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 143 mg/dl. The customer tried to put her carbs in the device the numbers went all the way up and then down, when pressed the escape button nothing happens. The customer stated that there is no significant events leading to the alarms. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. No battery out limit noted. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and stained end cap sticker noted.